Manufacturer narrative:
Batch review performed on 01 december 2020: lot 186062: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 2 months after primary surgery, reporting instability due to laxity. The surgeon revised the 10mm poly with a 14mm poly and the surgery was completed successfully.